Manufacturer narrative:
.

Event description:
Following a pump and catheter revision (see manufacturer's report # 3004209178200905183), the patient reported no improvement. In 2009, the pump was refilled. Four days later, it was reported that the "patient went into the ER and again one week later, when she was found unconscious in her home". The pump was filled again five days later. Four months later, the patient continued to have a lack of therapeutic effect. Between refills, the patient's left leg and "butt cheek" would go completely numb periodically. It was noted that on one occasion, they physician aspirated 3 syringes of medication from the pump; the expected and actual volume were not provided. From time to time, the medication that was aspirated was cloudy. The pump was programmed to minimum rate flow. The pump was filled every 3 weeks. It was unclear if any troubleshooting had been done. The patient was being seen by another physician for a second opinion. The device system was used to deliver an unspecified local anesthetic. Additional information has been requested, a follow-up report will be sent if additional information becomes available.